Event description:
A volume discrepancy was reported. The expected volume was 30.2ml and the actual volume was 40ml. The cause of the discrepancy was not known. A rotor test and catheter check was planned. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine. Additional information later reported the rotor study was not done. The catheter check was done on (B)(6) 2013. The complete system (with catheter) was replaced by the neurosurgeon on (B)(6) 2013. The catheter had been found kinked and broken. Due to the short durability of the pump (less than one year) the hcp replaced the complete system. It was indicated the patient outcome now-¿ok¿. Additional information later reported the morphine concentration was 20mg/ml. Per the reporter only morphine in the pump and came from a pharmaceutical factory.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, explanted: (B)(6) 2013, product type: catheter. (B)(4).